Manufacturer narrative:
Follow-up #1: date of submission 25-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 18-apr-2018 with the following findings: during investigation, the pump powered on to a dim display with reddish text. The allegation of a blank display was unable to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.